Event description:
Literature was reviewed regarding a patient who underwent successful implant of a medtronic 26-mm evolut pro+ bioprosthetic valve. Approximately three months post-implant the patient presented with mild chest pain. Computed tomography and coronary angiography revealed host tissue endothelialization of the bioprosthetic stent frame which also was causing coronary obstruction. During angiography the patient developed unstable angina which was addressed with placement of an intra-aortic balloon pump. In a subsequent surgical procedure, the evolut pro+ was compressed with the use of cold saline and then carefully extracted in conjunction with the endothelial tissue. No thrombus was found in the left coronary cusp or ostium. A new non-medtronic bioprosthetic valve was successfully implanted with no evidence of coronary stenosis or obstruction. The patient had an uneventful postoperative course and was discharged home 20 days post-operative with no complications. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: samura et al. Thick endothelialization of the self-expandable valve causes delayed coronary obstruction. Eur j cardiothorac surg. 2024 feb 1;65(2):ezae056. Doi: 10.1093/ejcts/ezae056. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.